Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that around (B)(6) 2018, the patient was experiencing shocking from their implant, which was felt through their chest. It was also reported that for about the last year and a half, the patient had been having a lot of nerve pain in their feet, which was so bad that the patient could not walk. It was noted the patient has had brain surgery in the past so they may have had the nerve pain longer but just didn't realize it. The patient ended up turning off their ins around (B)(6) 2018. The patient had not realized what the shocking was coming from until their ins discharged, which resulted in the stimulation turning off. The patient has not felt the shocking since the ins discharged and stimulation turned off. The patient had stated that the ins was doing damage but they did not know why. They were redirected to the patient's doctor to have the device checked and to evaluate the patient's symptoms. It was suggested the patient keep their device off until they see their doctor. It was also noted the patient may have an upcoming surgery to address a pinched disc. Follow up will be performed to determine if the brain surgery and the pinched disc are related to the patient's device/therapy. No further complications were reported or anticipated.